Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were deformed (bowed). No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for bowed tubes with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for bowed tubes with the incident lot was observed. Bd acknowledges this complaint to be confirmed and meets the criteria of a previously investigated complaint. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.